Event description:
The reporter stated that the technician was opening a super funnel cartridge model sfc-45fp pouch for surgery and noted a liquid in it and it had a chemical smell so they decided not to use it. No pt or personnel injury.

Manufacturer narrative:
Evaluation method: cartridge lot number search. Results: a visual inspection of the returned product shows two super funnel cartridges opened with the cartridge trays on the outside of the pouches, no visible liquid or chemical smell. A cartridge number lot number search was performed for similar complaints and no similar complaints were found. Conclusions: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time.